Event description:
Male with multiple cardiac and medical problems since birth. Femoral broviac catheter placed in the operating room in 2005. Placement confirmed on x-ray. Six days later pt with increased respiratory distress. Code blue initiated. Films reviewed and catheter identified overlying the mediastinum over the pulmonary artery tract. Code was unsuccessful and pt expired. Neonatologist advised catheter probably caused or contributed to event.